Manufacturer narrative:
The device subject of this complaint was returned to steris endoscopy for evaluation. The device was cut by the user and therefore functional testing was not possible. Examination of returned device showed damage to the device sheath. The device history record was reviewed and confirmed the device lot was manufactured to specification. There have been no other complaints associated with this lot. Statements in the instructions for use include: "the following conditions may not allow the cointip snare to function properly: advancing the handle to the open position with too much speed or force, attempting to insert or actuate the device in an extremely articulated endoscope, attempting to actuate the device in an extremely coiled position and/or, actuating the device while the handle is at an acute angle in relation to the sheath. To avoid kinking the catheter, use only short strokes, 1"-1.5" (2.5 cm - 3.8 cm) in length, throughout device insertion." Steris endoscopy has offered in-service training on the use of the cointip snare to the user facility; however, the facility has declined. No further issues have been reported.

Event description:
The user facility reported that a cointip snare failed to cut a polyp and became entrapped. The user adjusted electrocautery settings and successfully cut the polyp using a second snare, freeing the initial snare. Following the reported event, a clip was placed at the polypectomy site as a precautionary measure.